Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, via the manufacturer¿s representative (rep), who reported experiencing some intermittent vibration in the pocket site. It was unknown what led to the issue. The rep met with the patient on december 6th where impedance testing was performed with all results normal. The patient moved their neck and body trying to bring out the vibration, but they only reported a very slight flutter in the battery site, and it was not during one of the movements. The patient was going to be monitored by the physician in case further steps were needed. The issue was noted as currently resolved.